Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification was received. A new cartridge was successfully loaded resolving the minimum fill. The customer's blood glucose level was 197 mg/dl.